Manufacturer narrative:
Device eval summary - device eval of electrode belt sn (B)(4) has been complete. The reported problem (arrhythmia alarms) was confirmed. Upon eval, the signals from both the side to side and front to back channels were distorted. Upon investigation, the ECG a to ECG b cable was cut. The cut cable caused distortion of the channels and the arrhythmia alarms. The root cause for the cut cable could not be positively identified but was likely excessive force on the cable section. No adverse event resulted from the defective electrode belt. The last pt to use this electrode belt did not report any deficiencies.

Event description:
The nurse of a 52 year old male pt contacted a zoll pt service rep (psr) to report that the pt was receiving constant alarms. The psr contacted zoll customer support to report that the pt's belt will need replaced. The pt was issued a replaced electrode belt.